Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of two (2) transfer sets was damaged, and fluid leaked when the twist clamp was closed. This occurred after being used for about two or three days. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. A visual inspection with naked eye noted broken occluder feet on one (1) sample. Functional testing, including leak testing, clear passage testing, and clamp function testing were performed; leak testing and clamp function testing failed on one (1) sample due to the broken occluder feet. The reported issue was verified. The cause of the condition could not be determined. Visual inspection and functional testing on the second sample found no issues. The reported issue was not verified for the second sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.